Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2008, the patient had essure inserted. On (B)(6)2022, 4933 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4933 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 627435) for female sterilisation. The patient had a medical history of parity 2, gravida ii, multiparous, perineal pain and lower abdominal pain. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4976 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomyand operative hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: part a: "left fallopian tube with essure, salpingectomy" medical device. No pathologic findings. Part b: "right fallopian tube with essure, salpingectomy" medical device. No pathologic findings. Specimens and special: a: "left fallopian tube with essure, salpingectomy" b: "right fallopian tube with essure, salpingectomy" clinical information: pain pelvic; encounter for removal of intrauterine contraceptive device gross description: left fallopian tube:there is silver coiled spring protruding from the proximal lumen of the specimen measuring approximately 2 cm in length. Right fallopian tube: there is portion of coiled spring within the praximal margin of the specimen that is 1.5 cm in length. A similar appearing spring measuring 1.7 cm in length is protruding from the distal fimbriated end of the specimen. [X-ray] on (B)(6) 2010: xr lumbo-sacral spine, 2vw lumbosacral spine comments: there are bilateral essure devices noted in the pelvis. There are small calcifications projecting over the interpolar region to lower pole region of the left renal shadow suggestive of renal calculi. There are at least calculi in the interpolar region and in the lower pole region. The largest measures mm in the lower pole region. The pedicles, transverse processes and spinous processes are intact. Sacroiliac joints are normal. Impression: 1. No fracture and no subluxation noted. 2. Several probable left renal calculi seen. Correlation with dedicated CT of the abdomen and pelvis is suggested. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical history & lab data added including pathology test .product lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 627435) for female sterilisation. The patient had a medical history of parity 2, gravida ii, multiparous, perineal pain and lower abdominal pain. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 4976 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomyand operative hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: part a: "left fallopian tube with essure, salpingectomy" medical device. No pathologic findings. Part b: "right fallopian tube with essure, salpingectomy" medical device. No pathologic findings. Specimens and special: a: "left fallopian tube with essure, salpingectomy" b: "right fallopian tube with essure, salpingectomy" clinical information: pain pelvic; encounter for removal of intrauterine contraceptive device gross description: left fallopian tube:there is silver coiled spring protruding from the proximal lumen of the specimen measuring approximately 2 cm in length. Right fallopian tube: there is portion of coiled spring within the praximal margin of the specimen that is 1.5 cm in length. A similar appearing spring measuring 1.7 cm in length is protruding from the distal fimbriated end of the specimen. [X-ray] on (B)(6) 2010: xr lumbo-sacral spine, 2vw lumbosacral spine comments: there are bilateral essure devices noted in the pelvis. There are small calcifications projecting over the interpolar region to lower pole region of the left renal shadow suggestive of renal calculi. There are at least calculi in the interpolar region and in the lower pole region. The largest measures mm in the lower pole region. The pedicles, transverse processes and spinous processes are intact. Sacroiliac joints are normal. Impression: 1. No fracture and no subluxation noted. 2. Several probable left renal calculi seen. Correlation with dedicated CT of the abdomen and pelvis is suggested. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.